Manufacturer narrative:
Patient programmer: model: 8835, serial# (B)(4). Catheter: model: 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter was blocked at the tip. The patient was not "getting any pain relief". The catheter was revised on (B)(4) 2013. The spinal segment was cut and they pushed saline through the segment and the fluid only "dripped" out 1 hold. They replaced it with a new spinal segment. The patient stayed overnight so that the patient could be titrated if needed. The pump was infusing fentanyl, clonidine, and baclofen compounded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies found. The catheter was returned incomplete or in segments.

Event description:
It was further reported that shortly after implant someone gave the patient a big bear hug and he experienced a change in therapy. Hcp, did a dye study and could not aspirate. A CT was done but because of the new catheter design, they could not visualize the catheter very well. It was surgically revised. They found sediment at the tip of the catheter creating a blockage. It was likely due to compounded drug and precipitation.

Event description:
Additional information received reported that the catheter was kinked or blocked and the doctor was unable to inject the dye. The cause was unknown. The patient outcome was noted as "doing fine." Refer to manufacturer report # 3004209178-2013-02766.